Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number.investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cadd-solis vip pump alarmed for an upstream occlusion during infusion. The bag of medication was empty while the pump still displayed remaining reservoir volume, and the difference was greater than 6%. It was not possible to review the volume delivered because the pump alarm did not clear. The event occurred at the patient¿s home. There was no patient harm.